Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was found that drawer 5.2 was failed. The field service engineer (fse) confirmed that the customer resolved the issue by successfully removing main drawer 5.2. Successfully during diagnosing the device. The fse the completed a preventive inspection. The system worked as intended after the customer removed the drawer and fse diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.